Event description:
Externalized conductors were noted. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to external insulation abrasion were found at 17.0-19.0cm from the lead tip. The silicone insulation was abraded and the sensing conductors were visible. Other external insulation abrasions were found at 18.5-18.7cm from the connector pin and at 40.0-40.2cm from the lead tip. The etfe coating was intact at all abrasion locations.